Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: pcf-h170l/I series operation manual chapter 3 preparation and inspection. Pcf-h170l/I series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the tip nozzle had poor drainage on the colonovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation it was found that the nozzle had foreign objects due to insufficient cleaning. Additional findings were as follows: due to clogging of nozzle, water removal ability does not meet the standard value, due to clogging of nozzle, air supply volume does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, the adhesive on bending section cover has white-clouded area, due to clogging of nozzle, air supply volume does not meet the standard value, due to clogging of nozzle, water supply volume does not meet the standard value, the control unit, the universal cord, the switch2, the image guide protector, the protector of universal cord on control section side, all had a scratch, the grip is shaved, the universal cord has a dent, the universal cord has a wrinkle, the suction cylinder is shaved, and the switch4 had wear. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.